Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The logs showed two occasions of the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Location of aro: (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that motion calibrations were performed on the imaging system and that they suspected the reported issue to have been caused by the rotor losing its position. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 3d reconstruction error appeared for two image acquisitions performed during the procedure. The imaging system was restarted and a third 3d image acquisition resolved the reported issue. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.